Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer filled the cartridge with approximately 100 units of insulin. There was no impact to the customer's blood glucose level. The customer added an additional 100 units of insulin to the cartridge, and was able to complete the fill tubing step successfully, and resumed insulin delivery.